Event description:
Rt & lt breast implants were explanted on 3/19/98 due to deflation originally implanted on 11/13/91. The dr states in his operative report "inspection of the lt breast implant under compression noted a small pin hole with leakage of fluid. The rt breast implant was intact."